Event description:
The customer reported the cine function is not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cine backplane pcb. System operates as intended. (B)(4).